Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, with repeated restarts failing to clear the alarm; a guided dry run also failed when attempting to rewind without supplies, and the pump battery was above half while the patient¿s blood glucose was 205 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse traced to the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.